Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 475 mg/dl. Customer was using insulin pump within the 48 hours of reported event. Customer was okay to troubleshoot. The insulin pump will not be returned for analysis.